Event description:
It was reported by the submission of a revision implant sheet that the patient's right knee was revised. Noted on the sheet: "possible infection. No other information is available due to sealed electronic medical records." A 7x13 ps insert was exchanged for another 7x13 ps insert.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon ps fem component, cemented; cat# 5515-f-602; lot# ero9deri9x, tri ts baseplate size 7; cat# 5521-b-700 ; lot# e4s4ha, triathlon symmetric x3 patella; cat# 5550-g-360-e; lot# vhkp, it cannot be determined which, if any of these devices may have caused or contributed, to the patient's experience. H3 other text : device not returned.